Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The n2o needle valve was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The customer reported a malfunction found during pre-use checkout which may result in a delivery of a hypoxic gas mixture. There was no report of patient involvement.